Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports that for last 6 months that she began using pouches has had difficulty removing pouch from skin. States uses an adhesive remover wipes and then washes with non moisturizing soap and water then rinses and dries skin and applied safe and simple (B)(6) wipes and allows to dry then wafer. States has also tried another adhesive remover and protective (B)(6) wipes. Will cut tape collar off and trial sample. Changing appliance every 12 to 24 hrs.